Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra mini meter was reading inaccurately high compared to another meter (another ultra mini). The complaint was classified based on customer service representative (csr) documentation. The patient stated that the meter issue began a week prior to her contacting lfs, she alleged that she obtained an alleged inaccurately high blood glucose result of ¿151 mg/dl¿ on the subject meter compared to ¿137 mg/dl¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that she manages her diabetes with insulin self-adjuster and in response to the alleged inaccuracy she took 35 units of insulin. The patient alleged after the meter issue, time unknown, she developed symptoms of ¿dizzy, nausea, weak, shaky, cold, and blurry vision¿. There is no evidence that she required or received any medical treatment in response to the alleged issue. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.